Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information, the difficult is due to a combination of challenging patient anatomy and procedural conditions. The reported single leaflet device attachment (slda) appears to be due to a combination of challenging patient anatomy and user technique. A cause for the reported poor imaging could not be determined. The reported medical intervention is the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda) requiring two additional clips for stabilization. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+ and a very wide flail of the posterior leaflet. Echocardiography visualization was not good through the procedure, and it was hard to get good images of the leaflets and the clip. The first clip delivery system (cds) was advanced to the mitral valve and placed in the center of the flail. After 2 grasping attempts, leaflet insertion was not visualized properly, and the physician opened the clip to 120 degrees and re-grasped the leaflets. Mr reduced to grade 2 and leaflet insertion checked in all views and insertion seemed to be fine with the limited echo quality; therefore, the clip was deployed. After performing 8 turns and releasing the gripper lines the physician pulled the actuator knob in a fast movement and the anterior leaflet detached from the clip and remained attached to the posterior leaflet (single leaflet device attachment/slda). Two clips implanted on each side of the slda for stabilization. Three clips implanted, reducing the mr to 2. The procedure ended with good reduction. No additional information was provided.